Event description:
Health professional reported that this pt in the (B)(4) had left side breast redness. Follow-up from the health professional informed that the pt has experienced a persistent inflamed area of the left breast skin and an infection. This was treated with antibiotics and hospitalization. The seriscaffold device has been removed.

Manufacturer narrative:
(B)(4). Device labeling addresses the reported events of infection and irritation/inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the pt has had a prolonged hospital stay, we are taking the precaution of reporting this event to you."